Event description:
It was reported that the force sensor test error occurred and will not release when calibrated. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were removed. Top was cracked/chipped by the left front bottom corner and cracked by the handle. Visible contamination on plunger head and by the flippers. Force sensor test was found in event history log (ehl). The technician performed power up process and calibration verification test. Force sensor test error was duplicated during the power up process. Steady state reading of the force sensor (with no pressure on it) 0 = count 0 = - 0.00 pounds (lbs). No force indication when force was applied to the force sensor. The root cause of the reported issue was found to be multiple components on plunger head assembly (force sensor, plunger board, plunger cable, head mount, right and left plunger case). Force was not changed when force applied to the force sensor (force readings remains the same). The technician replaced force sensor, plunger board, left plunger case and plunger cable.